Manufacturer narrative:
Patient age, dob & weight not provided for reporting. Date of event: unknown. This report is for unknown screws: /unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a hardware removal was needed due to reported hip pain. The removal surgery took place on (B)(6) 2018. During the procedure a dhs/dcs plate, a lag screw, a few cortical screws, a few compression screws and a trochanter stabilization plate were all removed. The sales consultant is not sure of the exact quantities of any of the parts. Prior to the hardware removal the fracture was completely healed; however, the patient reported pain in their hip. The original implant date is unknown. The hardware removal procedure was reported to have been successfully completed, with no patient consequence. All parts were discarded following the procedure. This complaint involves an unknown quantity of parts. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
This report is for unknown quantity of unknown lag screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.